Event description:
It was reported that the patient had been in the hospital ¿many times¿ and had 22 surgeries. It was not reported if the hospitalizations or the 22 surgeries were related to the device or therapy. The patient had been ¿fainting a lot lately¿ and kept falling. It was noted that the patient asked her psychologist if she should stop taking her antidepressants and the psychologist told the patient not to stop taking the antidepressants, which was identified as prozac. She also takes ambien to help her sleep. She had trouble sleeping, got up every hour on the hour; it was not clear if the sleep difficulties were related to the device or therapy. The patient also got dizzy ¿a lot.¿ the patient was a ¿hermit,¿ noting that she went shopping once a month ¿to pick up the essentials¿ then goes right back home. It was then noted that the patient had been separated from her husband for 15 years but that he checks on her, it was noted that he had hit her, it was not noted when that occurred. She mentioned her husband called her a drug addict. It was said that the patient did not have insurance but later it was stated that the patient was on her husband's insurance. She had a root canal that hadn't been finished yet; it was not reported if the root canal or the fact that it was unfinished was related to the device or therapy. It was noted that the pain management provider gave her zanaflex. It was noted that her spasms were getting "worse." The pump helped with the pain ¿where her body rejected the fusions¿ but her degenerative disk disease was getting worse, moving up her back and her back felt like it was on fire. She was allergic to morphine. Her heart had ¿been out of ¿wack¿ for 6 months,¿ ¿sometimes¿ she has shortness of breath, tightness in her chest, and had to take short breathes, it was not noted if that was related to the device or therapy. ¿it hurt very deeply and feels weird,¿ it was not clear if that was related to the device or therapy. The patient was depressed. She wanted to know if the fentanyl could be causing the heart issues and then she said ¿it might be stress¿ adding that she gets ¿very anxious.¿ she takes ativan which ¿calms her heart down.¿ the patient had wolf parkinson white syndrome when she was (B)(6), she went through 4 procedures, it was noted that this was prior to the pump. There were times when she got up and didn¿t feel her legs, then added that her left leg was completely numb and she ¿falls down.¿ when the fentanyl had been increased she had gotten light headed and her headaches had gotten worse. She asked what would happen if she had the pump removed and asked if she had the pump removed if she would be in a wheel chair. It was said the pain was ¿very bad before she had the pump¿ and then mentioned flying over seas to die- then said she was kidding. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).